Manufacturer narrative:
The investigation is ongoing. Physical evaluation of the complaint device shows: there has been no maintenance or repair (by olympus) for this device in the past year. During inspection it was found there was occasional/intermittent loss of display image due to faulty pressure sensor/pressure sensor circuit. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports after an unspecified procedure using a high flow insufflation device (during reprocessing), the device experienced a front board failure alarm. This was confirmed during olympus' inspection of the device. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Evaluation information provided confirmed, that the main board was out of order. Based on the results of the investigation, a root cause could not be established. The cause of the event was, due to the failure of the main printed circuit board. However, the cause of this failure could not be further defined. Olympus will continue to monitor field performance for this device.